Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the customer noted that when suturing, after 2-3 throws they noticed that the mega suturecut needle driver instrument was frayed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at the wrist were undamaged. An additional observation not reported by site was that the instrument's grip cables were derailed, the grip cable was derailed where frayed cable was observed. One grip close cable was derailed at the distal idler pulley. The instrument grips could still open and close, but movement may not be precise. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys may contributed to the derailment. An additional observation not reported by site was that the instrument's distal pulley exhibited scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found.